Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged the head hilo motor is lowering on its own.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Motor, not able to duplicate issue. Not set up to test underload. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Motor, not able to duplicate issue. Not set up to test underload. Customer alleged the head hilo motor is lowering on its own.